Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 49 cm proximal to the lead tip. Only a distal lead fragment was received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular approx. 14.5 cm proximal to the lead tip abrasion marks with a deep ridged surface 360. Around the lead body were observed. However the insulation was found intact. Furthermore between 20 cm and 24 cm proximal to the lead tip calcified appearing tissue residuals were found around the lead body. Based on the characteristics as well as the location of these findings, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve as well as constant friction against modified tissue in this area, should be taken into account. Diagnostic images clarifying this assumption were not available. With regard to the issues mentioned in the complaint description, the analysis did not show any root cause for the clinical observations. As the proximal lead fragment was not returned for analysis, a root cause investigation at this part of the lead was not feasible. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to noise. The ICD was replaced at the same time. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.